Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 810:11 was confirmed by a baxter service technician. This condition was caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The baxter service technician reported a colleague infusion pump which experienced an 810:11 failure code during testing, interrupting delivery. There was no patient involvement and therefore no report of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.